Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ persistent pelvic pain") and autoimmune disorder ("an autoimmune reaction") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), infection ("infections") and menstrual disorder ("menstrual issues"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had not resolved and the autoimmune disorder, infection and menstrual disorder outcome was unknown. The reporter considered autoimmune disorder, infection, menstrual disorder and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 18-jun-2018: pfs received: reporter information, patient demographic information, product indication, onset date updated, new event device monitoring procedure not performed added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ persistent pelvic pain") and autoimmune disorder ("an autoimmune reaction") in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included overweight, dysfunctional uterine bleeding and cervix inflammation. In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2017, the patient experienced autoimmune disorder (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), bladder disorder ("bladder or urinary problems/changes"), dysuria ("bladder or urinary problems/changes"), cardiomegaly ("blood or heart disorder/condition (sorear line enlarged heart) (as written)"), fatigue ("fatigue"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), urticaria ("rashes or skin conditions (hives)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced infection ("infections"), menstrual disorder ("menstrual issues"), hypersensitivity ("allergic or hypersensitivity reaction"), diarrhoea ("gastrointestinal or digestive system condition (diarrhea all the time)"), alopecia ("hair loss"), anxiety ("psychological/psychiatric problems (mental anguish)"), depression ("psychological/psychiatric problems (depress)"), weight increased ("weight gain"), back pain ("back pain") and abdominal pain lower ("lower stomach pain"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain was resolving and the autoimmune disorder, infection, menstrual disorder, vaginal haemorrhage, menorrhagia, hypersensitivity, female sexual dysfunction, bladder disorder, dysuria, cardiomegaly, fatigue, diarrhoea, alopecia, cystitis, urinary tract infection, vaginal infection, migraine, headache, allergy to metals, anxiety, depression, urticaria, vaginal discharge, weight increased, back pain and abdominal pain lower outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, bladder disorder, cardiomegaly, cystitis, depression, diarrhoea, dysuria, fatigue, female sexual dysfunction, headache, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet and medical records received. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction, apareunia, autoimmune disorder, bladder or urinary problems/changes, blood or heart disorder/condition (sorear line enlarged heart) (as written), fatigue, gastrointestinal or digestive system condition (diarrhea all the time), hair loss, infection (bladder/urinary tract/vaginal) (all), migraines/headaches, nickel allergy, psychological/psychiatric problems (depress, mental anguish), rashes or skin conditions (hives), vaginal discharge, weight gain, back pain, lower stomach pain. Outcome of event pelvic pain. Onset date of event pelvic pain, autoimmune disorder. Concomitant disease, plaintiff name were added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ persistent pelvic pain") and autoimmune disorder ("an autoimmune reaction") in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's concurrent conditions included overweight, dysfunctional uterine bleeding, cervix inflammation, dyspareunia and dysmenorrhea. In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2017, the patient experienced autoimmune disorder (seriousness criterion medically significant), female sexual dysfunction ("apareunia"), bladder disorder ("bladder or urinary problems/changes"), dysuria ("bladder or urinary problems/changes"), cardiomegaly ("blood or heart disorder/condition (sorear line enlarged heart) (as written)"), fatigue ("fatigue"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy"), urticaria ("rashes or skin conditions (hives)/hives randomly all the time") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced infection ("infections"), menstrual disorder ("menstrual issues"), hypersensitivity ("allergic or hypersensitivity reaction"), diarrhoea ("gastrointestinal or digestive system condition (diarrhea all the time)"), alopecia ("hair loss"), anxiety ("psychological/psychiatric problems (mental anguish)"), depression ("psychological/psychiatric problems (depress)"), back pain ("back pain/left lower back so painful hurts to stand"), abdominal pain lower ("lower stomach pain"), rash ("rash"), arthralgia ("left ankle is killing me") and dysstasia ("hurts to stand") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and abdominal pain lower was resolving and the autoimmune disorder, infection, menstrual disorder, vaginal haemorrhage, menorrhagia, hypersensitivity, female sexual dysfunction, bladder disorder, dysuria, cardiomegaly, fatigue, diarrhoea, alopecia, cystitis, urinary tract infection, vaginal infection, migraine, headache, allergy to metals, anxiety, depression, urticaria, vaginal discharge, weight increased, back pain, rash, arthralgia and dysstasia outcome was unknown. The reporter considered abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, bladder disorder, cardiomegaly, cystitis, depression, diarrhoea, dysstasia, dysuria, fatigue, female sexual dysfunction, headache, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, rash, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: pelvic pain, menorrhagia, device monitoring procedure not performed. Most recent follow-up information incorporated above includes: on (B)(6) 2018: content from social media received. Events: rash, left ankle is killing me were added and left lower back is so painful clubbed with previously reported event and hurts to stand was coded separately. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ persistent pelvic pain"), autoimmune disorder ("an autoimmune reaction") and genital haemorrhage ("bleeding") in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included transient ischemic attack, stroke, vitamin d deficiency (B)(6)2017), menses irregular with excessive bleeding, pelvic adhesions, ureterolysis procedure and cystoscopy. Concurrent conditions included overweight, dysfunctional uterine bleeding, cervix inflammation, dyspareunia and dysmenorrhea. Concomitant products included ibuprofen, nsaids, oxycodone and paracetamol (acetaminophen). In (B)(6)2010, the patient had essure inserted. In (B)(6)2010, the patient experienced female sexual dysfunction ("apareunia(inability to have sexual intercourse)"). In (B)(6)2011, the patient experienced rash ("rash"). On (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6)2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6)2014, the patient experienced fatigue ("fatigue"), migraine ("migraines"), headache ("headaches") and urticaria ("rashes or skin conditions (hives)/hives randomly all the time") and was found to have weight increased ("weight gain / loss (specify which one) weight gain"). In (B)(6)2015, the patient experienced anxiety ("psychological/psychiatric problems (mental anguish)") and depression ("psychological/psychiatric problems (depress)"). In (B)(6)2017, the patient experienced vaginal discharge ("vaginal discharge"). In 2017, the patient experienced autoimmune disorder (seriousness criterion medically significant), bladder disorder ("bladder or urinary problems/changes"), dysuria ("bladder or urinary problems/changes"), cardiomegaly ("blood or heart disorder/condition (sorear line enlarged heart) (as written)"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)") and allergy to metals ("nickel allergy"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), infection ("infections"), menstrual disorder ("menstrual issues"), hypersensitivity ("allergic or hypersensitivity reaction"), diarrhoea ("gastrointestinal or digestive system condition (diarrhea all the time)"), alopecia ("hair loss"), back pain ("back pain/left lower back so painful hurts to stand"), abdominal pain lower ("lower stomach pain"), arthralgia ("left ankle is killing me"), dysstasia ("hurts to stand") and abdominal pain ("pain abdominal area"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain lower and abdominal pain was resolving and the autoimmune disorder, infection, menstrual disorder, vaginal haemorrhage, menorrhagia, hypersensitivity, female sexual dysfunction, bladder disorder, dysuria, cardiomegaly, fatigue, diarrhoea, alopecia, cystitis, urinary tract infection, vaginal infection, migraine, headache, allergy to metals, anxiety, depression, urticaria, vaginal discharge, weight increased, back pain, rash, arthralgia and dysstasia outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, bladder disorder, cardiomegaly, cystitis, depression, diarrhoea, dysstasia, dysuria, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, rash, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Pathology test - on (B)(6)2017: uterus, cervix, bilateral fallopian .tubes and bilateral ovaries, 'total da. Vinci sie laparoscopic hysterectomy and: bilateral salpingo-oophorectomy: cervix with acute and chronic inflammation inactive pattern endometrium. Myometrium with leiomyomas. Left fallopian tube with no pathologic diagnosis. Right fallopian tube with cystic walthard nest. -bilateral ovaries with no pathologic diagnosis.. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: pelvic pain, menorrhagia, device monitoring procedure not performed, low back pain, urinary tract infection. Most recent follow-up information incorporated above includes: on 8-mar-2019: plaintiff fact sheet received. New event bleeding and abdominal pain were added. Outcome of event were updated. Onset date of event were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ persistent pelvic pain') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "problems with inserting left fallopian tube/difficulty during the removal procedure but it got done / trouble placing the coil in right" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included transient ischemic attack, stroke, vitamin d deficiency ((B)(6) 2017), menses irregular with excessive bleeding, pelvic adhesions, ureterolysis procedure and cystoscopy. Concurrent conditions included overweight, dysfunctional uterine bleeding, cervix inflammation, dyspareunia, dysmenorrhea, heart enlarged, osteoarthritis, slipped disc and herniated disc. Concomitant products included gabapentin from (B)(6) 2017 to (B)(6) 2017 for pain as well as hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen) from (B)(6) 2017 to (B)(6) 2017, ibuprofen, meloxicam, nsaids, oxycodone, paracetamol (acetaminophen), piroxicam (flexicamin) and vitamin d nos (vitamin d) since 2016. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia(inability to have sexual intercourse)"). In (B)(6) 2011, the patient experienced rash ("rash / rashes or skin conditions - type"). In (B)(6) 2011, the patient experienced abdominal pain ("pain abdominal area"), dysmenorrhoea ("dysmenorrhea (cramping) / severe menstrual pain"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal), type: uti"), vaginal infection ("infection (bladder/urinary tract/vaginal)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss (specify which one) weight gain : gradually started after essure was placed"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 2 years 11 months after insertion of essure. In (B)(6) 2013, the patient experienced allergy to metals ("nickel allergy") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced urticaria ("rashes or skin conditions (hives)/hives randomlly all the time"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"), anxiety ("psychological/psychiatric problems (mental anguish)") and depression ("psychological/psychiatric problems (depress)"). In 2017, the patient experienced autoimmune disorder ("an autoimmune reaction"), bladder disorder ("bladder or urinary problems/changes"), dysuria ("bladder or urinary problems/changes") and cardiomegaly ("blood or heart disorder/condition (sorear line enlarged heart) (as written)"). On (B)(6) 2017, the patient experienced genital cyst ("reproductive system disorder or condition - type of disorder : cyst"). On an unknown date, the patient experienced genital haemorrhage ("bleeding"), abdominal pain lower ("lower stomach pain/lower abdominal"), hypersensitivity ("allergic or hypersensitivity reaction"), infection ("infections"), menstrual disorder ("menstrual issues"), diarrhoea ("gastrointestinal or digestive system condition (diarrhea all the time)"), back pain ("back pain/left lower back so painful hurts to stand / hurts sooo bad on lower left side"), arthralgia ("left ankle is killing me"), dysstasia ("hurts to stand"), rash macular ("patches on my legs and stomach"), kidney infection ("utis kidney infection") and blepharospasm ("eyelid twitching"). The patient was treated with duloxetine, duloxetine hydrochloride (cymbalta) and surgery (laparoscopic hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, bladder disorder, dysuria, alopecia, urinary tract infection, vaginal infection, headache, vaginal discharge and weight increased had resolved, the autoimmune disorder, dysmenorrhoea, allergy to metals, hypersensitivity, infection, menstrual disorder, female sexual dysfunction, cardiomegaly, fatigue, diarrhoea, cystitis, migraine, anxiety, depression, urticaria, back pain, rash, arthralgia, dysstasia, dyspareunia, genital cyst, rash macular, kidney infection and blepharospasm outcome was unknown and the abdominal pain and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, bladder disorder, blepharospasm, cardiomegaly, cystitis, depression, diarrhoea, dysmenorrhoea, dyspareunia, dysstasia, dysuria, fatigue, female sexual dysfunction, genital cyst, genital haemorrhage, headache, hypersensitivity, infection, kidney infection, menorrhagia, menstrual disorder, migraine, pelvic pain, rash, rash macular, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy : date of insertion previously given (B)(6) 2010 now it is reported as 2011. Were you advised of any complications or problems that occurred at the time of your essure placement procedure? Yes (problems with inserting left fallopian tube (2011)). Current weight 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Pathology test - on (B)(6) 2017: uterus, cervix, bilateral fallopian tubes and bilateral ovaries, 'total da. Vinci sie laparoscopic hysterectomy and bilateral salpingo-oophorectomy: -cervix with acute and chronic inflammation -inactive pattern endometrium -myometrium with leiomyomas -left fallopian tube with no pathologic diagnosis -right fallopian tube with cystic walthard nest -bilateral ovaries with no pathologic diagnosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-jun-2020: plaintiff fact sheet received. Reporter added. Added event eyelid twitching. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ persistent pelvic pain') and autoimmune disorder ('an autoimmune reaction') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "problems with inserting left fallopian tube/difficulty during the removal procedure but it got done / trouble placing the coil in right" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included transient ischemic attack, stroke, vitamin d deficiency (B)(6) 2017) menses irregular with excessive bleeding, pelvic adhesions, ureterolysis procedure and cystoscopy. Concurrent conditions included overweight, dysfunctional uterine bleeding, cervix inflammation, dyspareunia, dysmenorrhea, heart enlarged, osteoarthritis, slipped disc and herniated disc. Concomitant products included gabapentin from (B)(6) 2017 to (B)(6) 2017 for pain as well as hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen) from (B)(6) 2017 to (B)(6) 2017, ibuprofen, meloxicam, nsaids, oxycodone, paracetamol (acetaminophen), piroxicam (flexicamin) and vitamin d nos (vitamin d) since 2016. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia(inability to have sexual intercourse)"). In (B)(6) 2011, the patient experienced rash ("rash / rashes or skin conditions - type"). In (B)(6) 2011, the patient experienced abdominal pain ("pain abdominal area"), dysmenorrhoea ("dysmenorrhea (cramping) / severe menstrual pain"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal), type: uti"), vaginal infection ("infection (bladder/urinary tract/vaginal)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss (specify which one) weight gain : gradually started after essure was placed"). In (B)(6)2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced allergy to metals ("nickel allergy") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced urticaria ("rashes or skin conditions (hives)/hives randomlly all the time"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"), anxiety ("psychological/psychiatric problems (mental anguish)") and depression ("psychological/psychiatric problems (depress)"). In 2017, the patient experienced autoimmune disorder (seriousness criterion medically significant), bladder disorder ("bladder or urinary problems/changes"), dysuria ("bladder or urinary problems/changes") and cardiomegaly ("blood or heart disorder/condition (sorear line enlarged heart) (as written)"). On (B)(6) 2017, the patient experienced genital cyst ("reproductive system disorder or condition - type of disorder : cyst"). On an unknown date, the patient experienced genital haemorrhage ("bleeding"), abdominal pain lower ("lower stomach pain/lower abdominal"), hypersensitivity ("allergic or hypersensitivity reaction"), infection ("infections"), menstrual disorder ("menstrual issues"), diarrhoea ("gastrointestinal or digestive system condition (diarrhea all the time)"), back pain ("back pain/left lower back so painful hurts to stand / hurts sooo bad on lower left side"), arthralgia ("left ankle is killing me"), dysstasia ("hurts to stand"), patchy rash ("patches on my legs and stomach") and kidney infection ("utis kidney infection"). The patient was treated with duloxetine, duloxetine hydrochloride (cymbalta) and surgery (laparoscopic hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and abdominal pain lower was resolving, the autoimmune disorder, dysmenorrhoea, allergy to metals, vaginal haemorrhage, menorrhagia, hypersensitivity, infection, menstrual disorder, female sexual dysfunction, bladder disorder, dysuria, cardiomegaly, fatigue, diarrhoea, cystitis, urinary tract infection, migraine, anxiety, depression, urticaria, back pain, rash, arthralgia, dysstasia, dyspareunia, genital cyst, patchy rash and kidney infection outcome was unknown and the alopecia, vaginal infection, headache, vaginal discharge and weight increased had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, bladder disorder, cardiomegaly, cystitis, depression, diarrhoea, dysmenorrhoea, dyspareunia, dysstasia, dysuria, fatigue, female sexual dysfunction, genital cyst, genital haemorrhage, headache, hypersensitivity, infection, kidney infection, menorrhagia, menstrual disorder, migraine, pelvic pain, rash, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection, weight increased and patchy rash to be related to essure. The reporter commented: discrepancy : date of insertion previously given (B)(6) 2010 now it is reported as 2011. Were you advised of any complications or problems that occurred at the time of your essure placement procedure? Yes (problems with inserting left fallopian tube (2011)). Current weight 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Pathology test - on (B)(6) 2017: uterus, cervix, bilateral fallopian tubes and bilateral ovaries, 'total da. Vinci sie laparoscopic hysterectomy and bilateral salpingo-oophorectomy: -cervix with acute and chronic inflammation -inactive pattern endometrium -myometrium with leiomyomas -left fallopian tube with no pathologic diagnosis -right fallopian tube with cystic walthard nest -bilateral ovaries with no pathologic diagnosis. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Events added from pfs- patches on my legs and stomach, utis kidney infection. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ persistent pelvic pain'), autoimmune disorder ('an autoimmune reaction') and genital haemorrhage ('bleeding') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "problems with inserting left fallopian tube/difficulty during the removal procedure but it got done" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included transient ischemic attack, stroke, vitamin d deficiency ((B)(6) 2017), menses irregular with excessive bleeding, pelvic adhesions, ureterolysis procedure and cystoscopy. Concurrent conditions included overweight, dysfunctional uterine bleeding, cervix inflammation, dyspareunia, dysmenorrhea, heart enlarged, osteoarthritis, slipped disc and herniated disc. Concomitant products included gabapentin from (B)(6) 2017 to (B)(6) 2017 for pain as well as hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen) from (B)(6) 2017 to (B)(6) 2017, ibuprofen, meloxicam, nsaids, oxycodone, paracetamol (acetaminophen), piroxicam (flexicamin) and vitamin d nos (vitamin d) since 2016. In (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia(inability to have sexual intercourse)"). In (B)(6) 2011, the patient experienced rash ("rash / rashes or skin conditions - type"). In (B)(6) 2011, the patient experienced abdominal pain ("pain abdominal area"), dysmenorrhoea ("dysmenorrhea (cramping)"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/urinary tract/vaginal)"), vaginal infection ("infection (bladder/urinary tract/vaginal)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss (specify which one) weight gain : gradually started after essure was placed"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced allergy to metals ("nickel allergy") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced urticaria ("rashes or skin conditions (hives)/hives randomlly all the time"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"), anxiety ("psychological/psychiatric problems (mental anguish)") and depression ("psychological/psychiatric problems (depress)"). In 2017, the patient experienced autoimmune disorder (seriousness criterion medically significant), bladder disorder ("bladder or urinary problems/changes"), dysuria ("bladder or urinary problems/changes") and cardiomegaly ("blood or heart disorder/condition (sorear line enlarged heart) (as written)"). On (B)(6) 2017, the patient experienced cyst ("reproductive system disorder or condition - type of disorder : cyst"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("lower stomach pain/lower abdominal"), hypersensitivity ("allergic or hypersensitivity reaction"), infection ("infections"), menstrual disorder ("menstrual issues"), diarrhoea ("gastrointestinal or digestive system condition (diarrhea all the time)"), back pain ("back pain/left lower back so painful hurts to stand"), arthralgia ("left ankle is killing me") and dysstasia ("hurts to stand"). The patient was treated with duloxetine, duloxetine hydrochloride (cymbalta) and surgery (laparoscopic hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and abdominal pain lower was resolving, the autoimmune disorder, dysmenorrhoea, allergy to metals, vaginal haemorrhage, menorrhagia, hypersensitivity, infection, menstrual disorder, female sexual dysfunction, bladder disorder, dysuria, cardiomegaly, fatigue, diarrhoea, cystitis, urinary tract infection, migraine, anxiety, depression, urticaria, back pain, rash, arthralgia, dysstasia, dyspareunia and cyst outcome was unknown and the alopecia, vaginal infection, headache, vaginal discharge and weight increased had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, bladder disorder, cardiomegaly, cyst, cystitis, depression, diarrhoea, dysmenorrhoea, dyspareunia, dysstasia, dysuria, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypersensitivity, infection, menorrhagia, menstrual disorder, migraine, pelvic pain, rash, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy : date of insertion previously given (B)(6) 2010 now it is reported as 2011. Were you advised of any complications or problems that occurred at the time of your essure placement procedure? Yes (problems with inserting left fallopian tube (2011)). Current weight 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Pathology test - on (B)(6) 2017: uterus, cervix, bilateral fallopian .tubes and bilateral ovaries, 'total da. Vinci sie laparoscopic hysterectomy and: bilateral salpingo-oophorectomy: -cervix with acute and chronic inflammation -inactive pattern endometrium -myometrium with leiomyomas -left fallopian tube with no pathologic diagnosis -right fallopian tube with cystic walthard nest -bilateral ovaries with no pathologic diagnosis.. Concerning the injuries reported in this case, the following one were confirm in patient¿s medical records: pelvic pain, menorrhagia, device monitoring procedure not performed, low back pain, urinary tract infection. Most recent follow-up information incorporated above includes: on 5-jun-2019: pfs received : onset date of events were updated. Medical history, historical drug and concomitant drug were added. Event : dyspareunia (painful sexual intercourse), cyst, dysmenorrhea (cramping), problems with inserting left fallopian tube/difficulty during the removal procedure but it got done were added. Event verbatim was updated as lower stomach pain/lower abdominal. Outcome of the event hair loss, weight gain, vaginal infection, vaginal discharge, headaches were updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain/ persistent pelvic pain") and autoimmune disorder ("an autoimmune reaction") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), infection ("infections") and menstrual disorder ("menstrual issues"). The patient was treated with surgery (laparoscopic hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had not resolved and the autoimmune disorder, infection and menstrual disorder outcome was unknown. The reporter considered autoimmune disorder, infection, menstrual disorder and pelvic pain to be related to essure. Most recent follow-up information incorporated above includes: on 28-feb-2018: legal complaint received: reporter information updated. Essure indication female sterilization was added. Essure insertion date was updated from (B)(6) 2010 to (B)(6) 2010. Event persistent pelvic pain was clubbed with previously reported event and outcome was updated to not recovered. Events autoimmune disorder, infection and menstrual disorder were newly added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ persistent pelvic pain') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "problems with inserting left fallopian tube/difficulty during the removal procedure but it got done / trouble placing the coil in right" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included transient ischemic attack, stroke, vitamin d deficiency ((B)(6)2017), menses irregular with excessive bleeding, pelvic adhesions, ureterolysis procedure and cystoscopy. Concurrent conditions included overweight, dysfunctional uterine bleeding, cervix inflammation, dyspareunia, dysmenorrhea, heart enlarged, osteoarthritis, slipped disc and herniated disc. Concomitant products included gabapentin from (B)(6) 2017 to (B)(6) 2017 for pain as well as hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen) from (B)(6) 2017 to (B)(6) 2017, ibuprofen, meloxicam, nsaids, oxycodone, paracetamol (acetaminophen), piroxicam (flexicamin) and vitamin d nos (vitamin d) since 2016. In (B)(6)2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia(inability to have sexual intercourse)"). In (B)(6) 2011, the patient experienced rash ("rash / rashes or skin conditions - type"). In (B)(6) 2011, the patient experienced abdominal pain ("pain abdominal area"), dysmenorrhoea ("dysmenorrhea (cramping) / severe menstrual pain"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal), type: uti"), vaginal infection ("infection (bladder/urinary tract/vaginal)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss (specify which one) weight gain : gradually started after essure was placed"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines") and headache ("headaches"). On (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). In (B)(6)2013, the patient experienced allergy to metals ("nickel allergy") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced urticaria ("rashes or skin conditions (hives)/hives randomlly all the time"). In (B)(6)2015, the patient experienced alopecia ("hair loss"), anxiety ("psychological/psychiatric problems (mental anguish)") and depression ("psychological/psychiatric problems (depress)"). In 2017, the patient experienced autoimmune disorder ("an autoimmune reaction"), bladder disorder ("bladder or urinary problems/changes"), dysuria ("bladder or urinary problems/changes") and cardiomegaly ("blood or heart disorder/condition (sorear line enlarged heart) (as written)"). On 6-jul-2017, the patient experienced genital cyst ("reproductive system disorder or condition - type of disorder : cyst"). On an unknown date, the patient experienced genital haemorrhage ("bleeding"), abdominal pain lower ("lower stomach pain/lower abdominal"), hypersensitivity ("allergic or hypersensitivity reaction"), infection ("infections"), menstrual disorder ("menstrual issues"), diarrhoea ("gastrointestinal or digestive system condition (diarrhea all the time)"), back pain ("back pain/left lower back so painful hurts to stand / hurts sooo bad on lower left side"), arthralgia ("left ankle is killing me"), dysstasia ("hurts to stand"), rash macular ("patches on my legs and stomach") and kidney infection ("utis kidney infection"). The patient was treated with duloxetine, duloxetine hydrochloride (cymbalta) and surgery (laparoscopic hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6)2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain and abdominal pain lower was resolving, the autoimmune disorder, dysmenorrhoea, allergy to metals, vaginal haemorrhage, menorrhagia, hypersensitivity, infection, menstrual disorder, female sexual dysfunction, bladder disorder, dysuria, cardiomegaly, fatigue, diarrhoea, cystitis, urinary tract infection, migraine, anxiety, depression, urticaria, back pain, rash, arthralgia, dysstasia, dyspareunia, genital cyst, rash macular and kidney infection outcome was unknown and the alopecia, vaginal infection, headache, vaginal discharge and weight increased had resolved. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, bladder disorder, cardiomegaly, cystitis, depression, diarrhoea, dysmenorrhoea, dyspareunia, dysstasia, dysuria, fatigue, female sexual dysfunction, genital cyst, genital haemorrhage, headache, hypersensitivity, infection, kidney infection, menorrhagia, menstrual disorder, migraine, pelvic pain, rash, rash macular, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy : date of insertion previously given (B)(6)2010 now it is reported as 2011. Were you advised of any complications or problems that occurred at the time of your essure placement procedure? Yes (problems with inserting left fallopian tube (2011)). Current weight 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Pathology test - on 06-jul-2017: uterus, cervix, bilateral fallopian tubes and bilateral ovaries, 'total da. Vinci sie laparoscopic hysterectomy and bilateral salpingo-oophorectomy: -cervix with acute and chronic inflammation -inactive pattern endometrium -myometrium with leiomyomas -left fallopian tube with no pathologic diagnosis -right fallopian tube with cystic walthard nest -bilateral ovaries with no pathologic diagnosis. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 6-feb-2020: quality-safety evaluation of ptc (product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain/ persistent pelvic pain') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "problems with inserting left fallopian tube/difficulty during the removal procedure but it got done / trouble placing the coil in right" and device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included transient ischemic attack, stroke, vitamin d deficiency ((B)(6) 2017), menses irregular with excessive bleeding, pelvic adhesions, ureterolysis procedure and cystoscopy. Concurrent conditions included overweight, dysfunctional uterine bleeding, cervix inflammation, dyspareunia, dysmenorrhea, heart enlarged, osteoarthritis, slipped disc and herniated disc. Concomitant products included gabapentin from (B)(6) 2017 to (B)(6) 2017 for pain as well as hydrocodone bitartrate;paracetamol (hydrocodone/acetaminophen) from (B)(6) 2017 to (B)(6) 2017, ibuprofen, meloxicam, nsaids, oxycodone, paracetamol (acetaminophen), piroxicam (flexicamin) and vitamin d nos (vitamin d) since 2016. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced female sexual dysfunction ("apareunia(inability to have sexual intercourse)"). In (B)(6) 2011, the patient experienced rash ("rash / rashes or skin conditions - type"). In (B)(6) 2011, the patient experienced abdominal pain ("pain abdominal area"), dysmenorrhoea ("dysmenorrhea (cramping) / severe menstrual pain"), cystitis ("infection (bladder/urinary tract/vaginal)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal), type: uti"), vaginal infection ("infection (bladder/urinary tract/vaginal)") and vaginal discharge ("vaginal discharge") and was found to have weight increased ("weight gain / loss (specify which one) weight gain : gradually started after essure was placed"). In (B)(6) 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines") and headache ("headaches"). On (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), 2 years 11 months after insertion of essure. In (B)(6) 2013, the patient experienced allergy to metals ("nickel allergy") and fatigue ("fatigue"). In (B)(6) 2014, the patient experienced urticaria ("rashes or skin conditions (hives)/hives randomly all the time"). In (B)(6) 2015, the patient experienced alopecia ("hair loss"), anxiety ("psychological/psychiatric problems (mental anguish)") and depression ("psychological/psychiatric problems (depress)"). In 2017, the patient experienced autoimmune disorder ("an autoimmune reaction"), bladder disorder ("bladder or urinary problems/changes"), dysuria ("bladder or urinary problems/changes") and cardiomegaly ("blood or heart disorder/condition (sorear line enlarged heart) (as written)"). On (B)(6) 2017, the patient experienced genital cyst ("reproductive system disorder or condition - type of disorder : cyst"). On an unknown date, the patient experienced genital haemorrhage ("bleeding"), abdominal pain lower ("lower stomach pain/lower abdominal"), hypersensitivity ("allergic or hypersensitivity reaction"), infection ("infections"), menstrual disorder ("menstrual issues"), diarrhoea ("gastrointestinal or digestive system condition (diarrhea all the time)"), back pain ("back pain/left lower back so painful hurts to stand / hurts sooo bad on lower left side"), arthralgia ("left ankle is killing me"), dysstasia ("hurts to stand"), rash macular ("patches on my legs and stomach") and kidney infection ("utis kidney infection"). The patient was treated with duloxetine, duloxetine hydrochloride (cymbalta) and surgery (laparoscopic hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, genital haemorrhage, vaginal haemorrhage, bladder disorder, dysuria, alopecia, urinary tract infection, vaginal infection, headache, vaginal discharge and weight increased had resolved, the autoimmune disorder, dysmenorrhoea, allergy to metals, hypersensitivity, infection, menstrual disorder, female sexual dysfunction, cardiomegaly, fatigue, diarrhoea, cystitis, migraine, anxiety, depression, urticaria, back pain, rash, arthralgia, dysstasia, dyspareunia, genital cyst, rash macular and kidney infection outcome was unknown and the abdominal pain and abdominal pain lower was resolving. The reporter considered abdominal pain, abdominal pain lower, allergy to metals, alopecia, anxiety, arthralgia, autoimmune disorder, back pain, bladder disorder, cardiomegaly, cystitis, depression, diarrhoea, dysmenorrhoea, dyspareunia, dysstasia, dysuria, fatigue, female sexual dysfunction, genital cyst, genital haemorrhage, headache, hypersensitivity, infection, kidney infection, menorrhagia, menstrual disorder, migraine, pelvic pain, rash, rash macular, urinary tract infection, urticaria, vaginal discharge, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: discrepancy : date of insertion previously given (B)(6) 2010 now it is reported as 2011. Were you advised of any complications or problems that occurred at the time of your essure placement procedure? Yes (problems with inserting left fallopian tube (2011)). Current weight 190 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.3 kg/sqm. Pathology test - on (B)(6) 2017: uterus, cervix, bilateral fallopian tubes and bilateral ovaries, 'total da. Vinci sie laparoscopic hysterectomy and bilateral salpingo-oophorectomy: cervix with acute and chronic inflammation. Inactive pattern endometrium. Myometrium with leiomyomas. Left fallopian tube with no pathologic diagnosis. Right fallopian tube with cystic walthard nest. Bilateral ovaries with no pathologic diagnosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received. Outcome for pain, bleeding, bladder/urinary problems, vaginal discharge, vaginal infection were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.